Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced past elevated blood glucose (bg) of 598 mg/dl and moderate ketones; cause was unknown. Elevated bg was addressed via a manual injection. Tandem technical support reviewed pump logs and determined basal insulin was successfully being delivered.